Event description:
It was reported that a large volume infusor over infused. The expected infusion time was 40 hours; however, the infusion was completed after 36 hours and five minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between january 18, 2023 - january 23, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.